Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the screws securing the faceplate of half-height drawer 5.1 were not properly tightened. A field service engineer tightened the screws on the faceplate to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue in which the faceplate of the half-height drawer was found to be loose. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.